Event description:
It was reported that the subject device had no image appeared on the front of printer. The issue was found after a diagnostic procedure with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, g3, h2, h4, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. The product was not returned to olympus, but technical assistance center (tac) provided remote troubleshooting for an e867 error and printing issues on the video system center. Tac corrected the video cable routing and performed a factory reset on the printer, but the issue persisted. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.